Manufacturer narrative:
365mm johann fenestrated forceps (cev405); lot: 140501; manufactured: may 2014; returned to medtronic: (B)(4) 2014; 510k: k993655 (B)(4). In response to medtronic¿s request for device return, a total of 2 devices were returned to the manufacturer for evaluation and repair (detailed as follows): cev405/lot 100701 (quantity 1) ¿ the forceps have multiple impacts on the insulation, failed electrical tests and the insulation integrity is compromised. The most probable cause is damage during pre-operation steps. Cev405/lot 140501 (quantity 1) ¿ the forceps have multiple impacts on the insulation, failed electrical tests and the insulation integrity is compromised. As a large scratch in the insulation can be observed on the distal end of the instrument. The damages on the insulation are probably due to an abnormal use with some shocks during use or reprocessing. Result: mechanical shock problem (B)(4) blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
Two 365mm johann fenestrated forceps were returned to medtronic and upon evaluation, the electrical insulation was compromised. This is the only information provided and there was also no report of patient impact or injury as a result of this event.